Event description:
Cusotmer reported that the insulin pump was cracked around the reservoir compartment. Blood glucose level was 246 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, broken reservoir tube lip, cracked belt clip slot, and cracked battery tube threads. (B)(4)